Manufacturer narrative:
Ref: internal complaint number (B)(4). On 02 sep 2019 fmsu became aware of additional information.

Event description:
On 05 aug 2019 fujifilm medical systems u.s.a inc. (Fmsu) was informed that a polypectomy procedure with a fujifilm endoscope resulted in a mucosal abrasion/tear. The in-room technician indicated that the physician was using the number 3 setting on the fam along with a third party stiffening wire (stiffest model) while the technician was applying pressure. The physician said that the patient was being treated for polyps and there was slight trauma to the colon in which the physician believed was endoscopic scope trauma; a tear that was approximately 1.5 cm long. The physician and his medical staff believe it was caused by the ridges of the tip of the scope. It was confirmed that there were no serious injuries and the physician completed the procedure with the same scope; the tear was treated with clips. Afterwards, the patient was sent for a CT scan as a safety precaution; the results were normal. The physician confirmed that the patient is fine, the patient was not hospitalized and did not need additional medical attention. The physician was unsure how many other patients received treatment with the same scope, however, there were no similar reports or patient injury related to this scope. The physician confirmed that the scope was taken out of use and was saved for the sales representative to be sent for evaluation; scope was sent to fmsu for inspection. There was no serious injury or death associated with this event; this report is being submitted in abundance of caution.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(4) 2019 fujifilm medical systems u.s.a inc. (Fmsu) was informed that a polypectomy procedure with a fujifilm endoscope resulted in a mucosal abrasion/tear. The in-room technician indicated that the physician was using the number 3 setting on the fam along with a third party stiffening wire (stiffest model) while the technician was applying pressure. The physician said that the patient was being treated for polyps and there was slight trauma to the colon in which the physician believed was endoscopic scope trauma; a tear that was approximately 1.5 cm long. The physician and his medical staff believe it was caused by the ridges of the tip of the scope. It was confirmed that there were no serious injuries and the physician completed the procedure with the same scope; the tear was treated with clips. Afterwards, the patient was sent for a CT scan as a safety precaution; the results were normal. The physician confirmed that the patient is fine, the patient was not hospitalized and did not need additional medical attention. The physician was unsure how many other patients received treatment with the same scope, however, there were no similar reports or patient injury related to this scope. The physician confirmed that the scope was taken out of use and was saved for the sales representative to be sent for evaluation; scope was sent to fmsu for inspection. There was no serious injury or death associated with this event; this report is being submitted in abundance of caution.